Event description:
It was reported that its unknown where in the process the failure was observed.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that it was caused by a cable disconnection in camera unit. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was unable to be conducted, as the device was manufactured more the fifteen (15) years ago and the storage terms have been exceeded. The instructions for use (IFU) indicate: ¿should the slightest irregularity be suspected, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had many white dots in the image. There were no reports of patient harm.